Manufacturer narrative:
A covidien customer support engineer (cse) inspected the device and verified the reported issue. The cse replaced the inspiratory module (im) printed circuit board assembly (pcba). The device passed all calibrations, short self-test, extended self-test (est) and performance verification test according to MFR specs. (B)(4).

Event description:
A report received from the USA stated an 840 ventilator experienced a device alert which rendered the ventilator inoperable. There was no reported pt involvement. The date of the event is unk.